Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided x-ray images have been reviewed. It is noted that the patient has had bi-lateral hip replacement. This report is reflective of the left hip and the stem and femoral head on this report. Nothing indicative of a product problem is identified. A root cause for the associated allegations against the stem and head cannot not be determined using the x-ray images. It has been reported that this depuy femoral head was used in junction with a competitor manufactured acetabular liner. This is considered off-label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. This complaint was created due to reported of a revision. The patient was revised due to left total hip infection. It was reported that there was no evidence of any excessive synovial fluid or anything that concerned or looked like infectious process at the time. The acetabular cup (competitors) appeared to be loosened on x-ray and it was not that difficult to remove . It was stated that the femoral component was retrieved and once the spacers had hardened, the femoral component was re-cemented very loosely and then reduced the hip. Clinical visit notes also reported increasing pain, inflammation, and skin peeling around the incision site, also added are weakness, difficulty walking, and limited rom. On exam on (B)(6) 2019 surgeon noticed a wound draining clear fluid with surrounding edema. Doi: (B)(6) 2010 (stem), doi: (B)(6) 2018 (head), dor: (B)(6) 2019, left hip. The 2nd stage revision was performed on (B)(6) 2019 and all implants used were competitors product.